Event description:
It was reported that upon interrogation, the atrial lead exhibited undersensing. The device was reprogrammed and the patient was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.